Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient¿s ins would not communicate with either the ins recharger (insr) or the antenna. The patient indicated she had tried various rooms in her house and in various positions on her body, but nothing would work. The patient did not remember the last time she had stimulation. It was noted that she successfully charged her device last week. The patient was to contact her healthcare professional to have the system checked and possibly restarted. No symptoms were reported. Follow-up was conducted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported their devices were not communicating to one another and that the reason for the communication issue was a lapse in a timely charge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.